Manufacturer narrative:
H.6. Investigation: one used extension set, model mz9226, was received by the customer for investigation. No defects were visually observed. The set was functionally tested by applying blue bye through the set via a syringe. The maxzero was tested and no defects were observed. However some fluid leaked out of the filter. The customer's complaint of leakage was verified. A device history record review could not be performed on model mz9226 because a lot number was not provided by the customer. The probable identified cause of the filter leak is clog/oversaturation of filter and time of use from which the fluid flow was restricted. Fluid then seeks path of least resistance through filter vent.

Event description:
It was reported that the microbore extension set, IV connector,.f experienced leakage. The following information was provided by the initial reporter: material no: mz9226 batch no: unknown connection where maxzero medline meets the transducer leaking. Sticker placed where leak occurred.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the microbore extension set, IV connector,.f experienced leakage. The following information was provided by the initial reporter: material no: mz9226 batch no: unknown. Connection where maxzero medline meets the transducer leaking. Sticker placed where leak occurred.